Manufacturer narrative:
Vendor honeywell sparta portal did not connect with the esgnextgen. Support staff of honeywell sparta recommended a resubmission.

Event description:
Implant had healing abutment to stick during procedure.